Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized after experiencing blood glucose levels greater than 600 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. However the customer was not comfortable using the insulin pump, and requested a replacement. Nothing further was reported.